Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that cancelled and rejected images are being retrieved and displayed from the archive when using the wado (web access to dicom persistent objects) protocol. There was no reported pt injury associated with this event.